Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received, it was reported when the surgeon was fixing the clamps, the support bar broke. In regards to the indication the surgical technique was not followed, the distributor stated this was an error when completing the complaint form.

Manufacturer narrative:
Zimmer biomet complaint (B)(4), (B)(4), foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the clamp fractured during surgery. The procedure was completed with another clamp of the same size. It is stated the surgical technique was not followed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer.the product was not returned for investigation and no photos were provided. For these reasons, the clamp cannot be visually evaluated or functionally tested. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.